Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath and feeling lightheaded and dizzy. It was found that the atrial lead had no capture at full output, exhibited high impedances, had noise observed on the atrial channel with movement, and a lead fracture was confirmed. The lead was turned off until the scheduled lead revision procedure. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.